Manufacturer narrative:
Device evaluation: broken shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient concern with the product.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth breast implants due to the patients concern with the product. Device remains implanted.